Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since yesterday ((B)(6) 2023), they hadn't been able to connect to implant or communicator. Patient said last thursday ((B)(6) 2023) was at healthcare provider (hcp) office however didn't bring their equipment so unable to check device. Today while trying to connect, they received the system error code: 0x5fdae404.  Caller repositioned several times. They reset location and bluetooth, caller said received several options for pairing. Patient services conferenced on mobility for assistance with bluetooth however afterwards patient still received the same error code. Caller reset the handset and communicator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. An email was also sent to notify the field team of the situation. Additional information was received from a manufacturer representative (rep). The rep reported that the patient needs a new handset. This error is incessant and just pops up any button you touch. They were able to connect to the patient¿s battery with the clinician programmer and communicator with zero issue. They also confirmed that the patient¿s communicator was working. This is strictly a handset issue that they have yet to encounter. Additional information was received from the manufacturer representative (rep). They stated that the patient had an infection with their implant and had the whole system removed. Therefore, the issue regarding the error message would resolve itself as they will be getting an entire new system at some point in the near future. No further information was able to be obtained regarding the system error as the errors would take over the phone and shut it down, and the device has been discarded after explant.